Event description:
I was going to go get a ball that rolled past the kids and I was walking, grass was dry, all of a sudden - my body literally froze - I had no control over arms, legs, neck, head and I fell very awkwardly to the ground. Today I hurt all over. (B)(4).